Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed received notification from the facility of reported issues with the stealth l-hook lap electrode, item # 60-5274-132, lot 202101181 that occurred at (B)(6) on (B)(6) 2021. The information received notes was that during a surgery conducted by dr. (B)(6) on (B)(6) 2021, the l-hook broke off in the patient, the piece was retrieved and there was no impact or injury to the patient. The procedure was successfully competed using another 60-5274-132 with a small delay but no further issues. To date, additional information has been requested, but no information has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
H10: investigation of the customer's complaint of the l-hook breaking off is confirmed based on photographic evidence and device evaluation. Conmed received one 60-5274-132 in opened original packaging. The lot number was verified. A visual inspection was performed and found the electrode was disconnected from the device. Photos were unable to be taken of the inside of the sheath. However, there is evidence within the metal tubing of the continuous weld where the electrode was connected. There is limited evidence on the electrode itself where the weld was. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found no other similar events reported for this lot number. A two-year review of complaint history revealed there has been a total of 6 complaints, regarding 6 devices, for this device family and failure mode. During this same time frame 228,230 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also per the IFU the user is advised that these electrosurgical suction/irrigation instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol. Misuse use of this or any other electrosurgical device, can result in a patient injury. Read and become familiar with all instructions and directions before using this device. This issue will continue to be monitored through the complaint system to assure patient safety.